Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months fifteen days post port placement procedure, damage was allegedly noted near the connection between the port and the catheter. Reportedly, the port was replaced. There was no reported patient injury.

Event description:
It was reported that one year three months fifteen days post a port placement, damage was allegedly noted near the connection between the port and the catheter. Reportedly, the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted approximately 0.2cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. A split was noted on the border of the partial compound break. Upon infusion, a leak was observed from the partial compound break on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported catheter damage and identified fracture, wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd